Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the haptics bent. Dimensional verification was performed and the lens was found to be in specification. Corrected data: d4: primary unique device identifier (UDI) #: (B)(4) "UDI related data quality updates only". H4: device manufacture date: 22-aug-2023. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. Due to low vault, the lens was removed and replaced intraoperatively for another same model/length but different power lens. The problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).